Event description:
The pump was returned for investigation. Investigation revealed that the ok keypad button was intermittently unresponsive and that there was contamination under all key contacts. Investigation also revealed that the display screen was dim and discolored. Additionally, investigation revealed that the battery compartment was cracked. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 02/02/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/02/2015 with the following findings: the keypad cover was found to be peeling at the ok button. During testing, the up arrow keypad button was found to be intermittently unresponsive. All other keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under all key contacts. Evaluation also revealed that the display screen was dim and discolored. Additionally, evaluation revealed that the battery compartment was cracked from the case seal to the bumper pad. The returned battery cap was used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.(B)(6).